Manufacturer narrative:
Intuitive surgical inc. (Isi) received the force bipolar instrument associated with this complaint. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire did not show damage.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument became stuck on tissue. The customer attempted to use the instrument release key (irk) to release the instrument jaws but was unsuccessful. The customer reportedly did not press the e-stop button prior to attempting to use the irk. The surgeon elected to cut around the tissue to free the instrument tips. The instrument wrist was stuck at a position which would not allow the instrument to be removed through the cannula. As a result, the cannula incision was enlarged to remove the instrument and cannula together.